Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrodes. It was also reported that the patient's equipment and cables were digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use moisturizing cream on the skin irritation and if it did not improve, then the physician would prescribe a cream with corticoids. Follow up indicated that the patient's skin irritation improved.